Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range shocking impedance measurement. Details regarding what the measurement was and when it occurred were not available. No adverse patient effects were reported.